Event description:
It was reported that during the implant procedure, the patient experienced atrial fibrillation and shortness of breath when the physician was positioning the atrial lead. The setscrew could not be tightened. The pulse generator was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.